Manufacturer narrative:
Pending evaluation.

Event description:
Pending revision due to infection.

Manufacturer narrative:
Void - duplicate of 1038671-2018-00802.

Event description:
Void - duplicate of 1038671-2018-00802.